Event description:
The pt stated that, he received an 04 (occlusion) error on his infusion device. He stated that, he changed all of his accessories and he was not able to clear the error. His blood glucose was elevated due to this (235 mg/dl). The pt did not report specific symptoms of elevated blood glucose. He stated he "felt funny." The pt switched to his backup infusion device and bolused to lower his blood glucose. The pt's normal blood glucose range is 100-130 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.